Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The device was not returned as it remains implanted in the patient. In this case, the cause of the stenosis of the approximately 6-year-old valve is unknown. But maybe due to to the pre-existing valvular disease process and/or patient factors not provided. Other potential contributing factors are unknown as limited clinical information was provided. If additional information is received, the reported event will be reassessed and a supplemental MDR submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 years and 11 months post-implantation of a 23mm sapien xt valve a 23mm sapien 3 ultra valve was implanted in due to stenosis.